Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Initial reporter phone: (B)(6).

Event description:
It was reported to philips that the device's display intermittently displays random colored lines. There was no reported patient involvement.